Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, hypersensitivity, inflammatory response, kidney disease/toxicity, and reduced cardiopulmonary reserve. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-93118. This report was submitted as a duplicate report of the previously submitted report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, hypersensitivity, inflammatory response, kidney disease/toxicity, and reduced cardiopulmonary reserve. Medical intervention was not specified. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report in box g: date received by mfg, in box h: eval method code, eval result code, conclusion code has been updated.